Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("device migration") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), abdominal pain ("severe abdominal pain"), abdominal distension ("bloating"), menstrual disorder ("unusual periods"), dyspareunia ("pain during intercourse") and migraine ("severe migraines"). The patient was treated with surgery (to remove the essure device). Essure was removed in (B)(6) 2015. At the time of the report, the device dislocation, abdominal pain lower, abdominal pain, abdominal distension, menstrual disorder, dyspareunia and migraine outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, device dislocation, dyspareunia, menstrual disorder and migraine to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure coils were properly in place and that her fallopian tubes were occluded. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.